Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing device used in finger-stick blood glucose testing protrudes outside the dial cap. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.